Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port and battery door of the external pulse generator (epg) were in need of repair. The epg has been returned to service, and a test and calibration procedure was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comments; the ventricular port and lower case of the external pulse generator (epg) were broken. It was also noted that the main seal was sticking out, the hanger assembly was cracked, and the display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.